Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula event on 05 mar 2026. The insertion site was on arm, and the infusion set had been in use for one day. Due to the event, the patient experienced high blood glucose measuring 22 mmol/dl and was treated with insulin pump.